Manufacturer narrative:
The root cause of the patient¿s infection was determined to be the seroma which required drainage. The seroma was the likely precursor to the course of events. A seroma is a known potential complication with the use of zenapro. Therefore, the device contributed to the need for reoperation due to the development of a seroma which required percutaneous drainage which likely led to an infection. The reoperation was also determined to have been performed to preclude serious injury as the zenapro device is contraindicated for use in infected fields.

Event description:
On (B)(6) 2017, dr. (B)(6) placed a c-hyb-20x30 to repair a recurrent hernia. The previously placed zenapro was not explanted. The new zenapro was placed in the onlay space with the 2-layer side down and the 4-layer side up. Many (30+) prolene sutures were used in a running stitch with a few interrupted stitches. Two drains were placed. The drains were left in place for two months and were removed in (B)(6). Within a week, the patient returned with complaints of pain. A large seroma was identified. The seroma was drained by interventional radiology via a percutaneous drainage. The patient was seen by dr. (B)(6) the week of (B)(6) 2017 and was draining questionable fluid. A culture of the fluid was positive for an unspecified infection. On (B)(6) 2017, dr. (B)(6) reoperated on the patient. The 2-layer side of the zenapro, which was the posterior side, was not incorporated and it was slimy. The 4-layer side of the zenapro was fully incorporated. The zenapro was not explanted, but a debridement of the 2-layer side was performed. A wound vac was placed on the patient.